Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 51 mg/dl and candy was consumed to address bg. Customer did not know cause of low bg. Pump system check with tandem technical support found no issues with the pump. Contact and customer were new to pump therapy and reported that they were adjusting to using the pump. Tandem clinical diabetes specialist discussed the event with the customer.